Event description:
Patient reported burning sensations that ¿come and go¿ and felt a nodule. An x-ray which showed that the implant is broken. Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.5b, b.3., d.6, g.3. Continued from a.5b: caucasian.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported burning sensations that ¿come and go¿ and felt a nodule. An x-ray which showed that the implant is broken. Healthcare professional reported left side rupture. The device has been explanted.